Event description:
While setting up a brand new purewick, it was noted the purewick didn't appear to be suctioning as normal. Another purewick was obtained and worked just fine. Manufacturer response for female external catheter, pure wick (per site reporter) equipment failure reported to bard/bd customer service -urology division. Waiting on response from manufacturer. Product available for return.